Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, mid diagonal coronary lesion. A 2.00x12 mm xience alpine stent delivery system (sds) was advanced into the patient anatomy for direct stenting; however, it failed to cross the lesion. During removal of the sds, the stent was noted to be stuck at the entry of the guiding catheter and dislodged from the balloon. No attempts were made to retrieve the dislodged stent and it remains free floating in the coronary vessel. The sds and guide catheter were removed as a single unit. Pre-dilatation was performed and a non-abbott stent was implanted to complete the procedure, successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the sds met resistance with the moderately tortuous and heavily calcified anatomy resulting in the reported failure to advance. During removal interaction with the guiding catheter resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.